Manufacturer narrative:
The reported event of the stylet of the lead could no longer be removed was confirmed. A complete lead with a stylet was returned in one piece for analysis. X-ray examination found the inner coil bunched up and inner coil filars overlapping themselves at the connector region, which is consistent with procedural damage. Unable to perform the stylet insertion test due to the condition of the inner coil as received. The cause of the stylet of the lead could no longer be removed was isolated to the inner coil bunched up and filars overlapping themselves, which is consistent with procedural damage.

Event description:
During an implant procedure, the stylet was unable to be removed from the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.